Event description:
It was reported that this right atrial (ra) lead had become fractured and disconnected. It was also noted that the insulation was damaged. This resulted in noise. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this right atrial (ra) lead had become fractured and disconnected. It was also noted that the insulation was damaged. This resulted in noise. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.